Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found clogged nozzle. Foreign material found clogged inside the nozzle. This condition was attributed due to handing issue; insufficient cleaning. Due to clogging of nozzle; air supply volume does not meet the standard value. Due to clogging of nozzle; water removal ability does not meet the standard value. The reported issue of "poor air supply/water supply, disconnection" was confirmed. Furthermore, the following defects were identified during device inspection: due to wear of angle wire; bending angle in up direction does not meet the standard value. Adhesive on a-rubber has a chip. Adhesive on a-rubber has white-clouded area. Due to wear of angle wire; the play of up/down knob is out of the standard value. S-cover has a crack, paint on s-cylinder is peeled, switch 1 has a crack, sw3 has a scratch, ig protector has a scratch, universal cord has a wrinkle, protector of universal cord on s-connector side has a scratch, objective lens has a scratch, c-cover distal end has a dent, connecting tube has a scratch. Follow up communication with the customer regarding the issue reported, did not provided information other than stating, that the device was inspected prior to use. Additionally, due to the nature of the reportable event (foreign material found inside the nozzle), the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. Device was cleaned, sanitized and disinfected prior to sending the device for repair. Regarding the foreign material found/ adhered on the device during device evaluation, customer did noted, they are aware of the foreign material adhered on the device. However, no further information was provided. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported, with an issue of "poor air supply/water supply, disconnection", the issue found at preparation for use. No harm was reported. No patient harm, no user injury reported . Device evaluation: foreign material clogged in the device nozzle. This report is being submitted, due to the finding of foreign material in the device nozzle (insufficient cleaning (handling problems) identified, during device return evaluation .